Event description:
A us distributor returned battery pack sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The cause for the problem was isolated to a damaged battery connector. Pin 2 was bent, preventing the battery from properly connecting to a monitor or battery charger. The root cause for the bent pin was excessive force. No adverse event resulted from the defective battery pack.